Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a cracked reservoir insulin pump. Their blood glucose level is at 122mg/dl. Trouble shooting determined the patient might have broke it in a car accident that was not related to diabetes.. Patient advised to cease use of devise and switch to backup. Pump is being returned. No further information available.